Event description:
It was reported that the device was sitting powered on with a white screen and illuminated service indication at the ICU unit; an indication of a possible device lock up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.